Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text: see h.10.

Event description:
It was reported that bd posiflush¿ pre-filled normal saline syringe pump would not infuse. This was discovered during use. The following information was provided by the initial reporter: material no: 306499 batch no: unknown. It was reported that pump kept alarming "occluded" and would not infuse. Complaint: when trying to infuse dexamethasone (diluted in 10cc flush) pump kept alarming "occluded" and would not infuse.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd posiflush¿ pre-filled normal saline syringe pump would not infuse. This was discovered during use. The following information was provided by the initial reporter: material no: 306499 batch no: unknown. It was reported that pump kept alarming "occluded" and would not infuse. Complaint: when trying to infuse dexamethasone (diluted in 10cc flush) pump kept alarming "occluded" and would not infuse.